Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused bronchitis and cancer. The patient has alleged that the device will not turn on. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bronchitis and cancer related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Exterior investigation revealed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with sd card or filter. Unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation has shown the unknown debris in the tracks of ui panel. Mineral deposits present on the motor casing suggesting unknown liquid ingress. Unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller and rear panel o-ring. The manufacturer applied power to the device and verified the airflow. The manufacturer found 32 error codes. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.